Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested abdominal pain. One day after the onset of peritonitis, the patient was hospitalized for the event. On an unreported date the patient was treated with vancomycin (dose, route, duration and frequency not reported) and gentamicin (dose, route, duration and frequency not reported) for peritonitis. Action with dianeal therapy was ongoing. Five days after admission, the patient was discharged from the hospital. On an unreported date the same month as receipt of this report, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.